Event description:
It was reported to philips that the wireless foot switch was displaying connection problems. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and re-seated the cables for the wireless footswitch. The device then resumed expected operation.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the battery indicator was red and wi-fi indicator on the footswitch was blinking, which indicates that there was an error in the wireless connection. The philips engineer inspected the system on-site and had reset the footswitch by reseating the battery and cable on the board. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.